Manufacturer narrative:
Device returned. A review of the device history record: device history lot: part: 03.812.003. Lot: 8800807. Manufacturing site: (B)(4). Release to warehouse date: 07. Mar. 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary background: it was reported that on july 10, 2019, the patient underwent a spinal fusion. During impaction, while implanting a pro titanium (ti) transforaminal posterior atraumatic lumbar(t-pal) cage, the proximal tip of the t-pal inserter shaft broke off. The broken tip was retained on the t-pal spacer applicator knob. Fragments were generated. Used a second inserter in the set and the procedure was successfully completed with no surgical delay. There was no patient consequence. Concomitant device reported: unk - cage/spacers: t-pal cage (part # unknown, lot # unknown, quantity # 1), t-pal spacer applicator knob (part # 03.812.004, lot # unknown, quantity # 1), applicator outer shaft (part # unknown, lot # unknown, quantity # 1), unk - impaction instruments: hammer/mallet: spine ( part # unknown, lot # unknown, quantity # 1) this complaint involves one (1) devices. Investigation flow: damage visual inspection: the t-pal spacer applicator inner shaft (p/n 03.812.003 lot 8800807) was received showing a portion of the proximal tip broken off and embedded in the concomitant applicator knob (p/n 03.812.004 lot l228315). No other issues were identified with the returned components of the device. The applicator knob (part #: 03.812.004, lot #: l228315) and applicator outer shaft (part #: 03.812.001, lot #: 8209175) were returned as concomitant devices without an alleged complaint condition. Upon visual inspection, there is no evidence that these devices contributed to the complaint condition, and therefore no additional investigation will be performed on this device. The device failure/defect of broken shaft was identified during the investigation and is related to the reported complaint condition. Dimensional inspection: document/specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the t-pal spacer applicator inner shaft (p/n 03.812.003 lot 8800807) as a portion of the proximal tip was broken off and embedded in the concomitant applicator knob (p/n 03.812.004 lot l228315). While no definitive root cause could be determined, it is possible that the device encountered unintended forces and/or rough handling. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a spinal fusion. During impaction, while implanting a pro titanium (ti) transforaminal posterior atraumatic lumbar(t-pal) cage, the proximal tip of the t-pal inserter shaft broke off. The broken tip was retained on the t-pal spacer applicator knob. Fragments were generated. Used a second inserter in the set and the procedure was successfully completed with no surgical delay. There was no patient consequence. Concomitant device reported: unk - cage/spacers: t-pal cage (part # unknown, lot # unknown, quantity # 1), t-pal spacer applicator knob (part # 03.812.004, lot # unknown, quantity # 1), applicator outer shaft (part # unknown, lot # unknown, quantity # 1), unk - impaction instruments: hammer/mallet: spine ( part # unknown, lot # unknown, quantity # 1). This complaint involves one (1) devices. This report is 1 of 1 for (B)(4).